Manufacturer narrative:
(B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the call the customer reported feeling weak and nauseous. Customer stated she would seek medical attention. Customer did not proved expected blood glucose test result range or results of concern. The meter memory was not reviewed for previous test result history.